Event description:
(B)(4). It was reported that during a stenting treatment procedure, a vessel dissection occurred. The 90% stenosed and 10mm long target lesion was located in the second obtuse marginal (om) coronary artery with a reference vessel diameter of 2.25mm. The lesion was treated with predilation and a 2.25x12mm taxus liberte atom stent was implanted. Following deployment of this stent, a type "a" dissection was noted at the distal edge of the second om. It was treated with deployment of a 2.25x8mm taxus liberte stent. Following post dilation residual stenosis was 0%. A second lesion that was 90% stenosed and 40mm long located in the proximal circumflex artery with a reference vessel diameter of 2.25mm was treated with predilation and deployment of 3 taxus liberte stents, 2.25x12mm, 3.0x16mm and 2.25x8mm, followed by post dilation resulting in 0% residual stenosis. The event was considered resolved without residual effects and the patient was discharged 1 day later on aspirin and prasugrel.

Event description:
On (B)(6), 2010 the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was prompting the "error 2" message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began on the evening of (B)(6), 2010 at 9pm. The patient informed the cca that he manages his diabetes with insulin pump. It is not known if the patient made any changes to his diabetes management as a result of the alleged issue. A couple minutes after the start of the alleged issue, the patient claimed he was feeling weak. In response to the symptom, the patient stated he ate more food and/or drink. At the time of the alleged issue, the patient denied testing on any other blood glucose device. At the time of troubleshooting, the cca verified the patient's process for testing was correct and there was no misuse of the product. The alleged issue was not resolved through a blood retest. Replacement products were sent to the patient. There is no indication that the reported issue caused or contributed to an adverse event. The patient's symptom does not meet the criteria for a serious injury nor did he receive medical treatment for an acute complication of diabetes. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) is k073231.

Manufacturer narrative:
The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.